Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect with the incident lot was observed. Additionally, evaluation of the customer samples was performed and a molding defect was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for molding defect with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and a molding defect was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to wear of the shield mold. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2e 3.6mg plus blood collection tubes had a sharp molding defect. No serious injury or medical intervention.